Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device powered up with a nonworking fan assembly. The probable cause for the customer reported s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The pump was returned to the biomedical department with a note that stated, s233 malfunction alarm. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device powered up with a nonworking fan assembly. No additional information was provided.